Event description:
It was reported via a patient call that the watchman closure device was not working. A left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx laa closure device was implanted. At the 45-day computed tomography (CT) follow-up, the device was noted to be okay. During a subsequent CT imaging follow-up, the patient was told that the closure device was not working. The patient's cardiologist wanted to place the patient back on blood thinners. No further patient complications were reported.

Manufacturer narrative:
B3: date of event - estimated as (B)(6) 2024 since 2024 is the year the patient call was made.